Event description:
Information received by medtronic indicated that the customer was changing the reservoir and saw the top of window very foggy. The customer stated that they do not hear fluid when shaking the insulin pump and they saw fluid under the lcd screen. Customer stated that the insulin pump was not dropped and there were no cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged exposure to moisture found on (B)(6) 2021. The pump passed the self test and displacement test. No pump alarms/alerts in the pump history for the event date noted. Pump was cut open to perform visual inspection and found corrosion on the sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Pump exposed to moisture confirmed. (B)(4).